Event description:
Blood glucose measured 389 mg/dl at 12:25 pm and one minute later measured 121 mg/dl. No treatment was rpeortedly received as a result. A request was made for the return of the suspect product and replacement product was ent.